Event description:
It was reported that the pt underwent a pelvic floor repair procedure on an unk date for treatment of conditions including pelvic organ prolapse and urinary incontinence. Following the surgery, it is reported that the pt experienced complications such as mesh erosion, formation of scar tissues, inflammation, dyspareunia, and neurologic compromise of her structures and tissue and had to undergo multiple operations and treatment. No additional info has been provided at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly